Event description:
It was reported that a patient enrolled in a clinical study and underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2011 due to a periprosthetic fracture after nearly falling. The modular head and femoral stem were removed and replaced and cables were implanted to address the fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain."

Manufacturer narrative:
Concomitant medical products: item # 163668, head, lot # 918770, item # 135300, acetabular plug, lot # 723350, item # ep-105933, liner, lot # 213790, item # 11-104052, cup, lot # 957600. Reported event was confirmed by review of x-rays. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.